Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
It was stated that the customer was in an automobile accident after experiencing low blood glucose. No blood glucose reading was reported. The customer had just been trained on the insulin pump a few days prior to the accident. The customer was taken to the hospital with minor injuries. Troubleshooting was performed by the diabetic nurse specialist and the insulin pump was working fine. The customer's basal rates were adjusted to better suit his needs. Nothing further was reported.